Event description:
(B)(6) study. It was reported thrombosis occurred. Prior to the index procedure, aspirin (81mg) was administered. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted with a complete seal and deployed device diameter of 24.4 mm. On (B)(6) 2022, the patient was discharged on clopidogrel (75mg) and aspirin (81mg) medication. On (B)(6) 2022, 83 days post index procedure, the patient presented to emergency department with the compliant of pleuritic left upper chest pain which started about 9:00 pm at home and stated sharp and stabbing pain with deep inspiration. The patient also stated with respect to the chest pain that nitroglycerin x3 was taken at home however there was no change in pain. Upon evaluation at emergency room, the patient was sitting comfortably and still stated presence of pleuritic chest pain and rated 5 out of 10 intense. Chest x-ray revealed left cardiac device intact. Cardiac, mediastinal and hilar silhouettes were within normal limits. Mild left basilar pleural-parenchymal changes present, no pneumothorax and bony structures are intact. Bedside echocardiography revealed there were regional wall motion abnormalities as specified, akinesis of the distal two thirds of the septum extending into the apex and the anterior lateral wall, ejection fraction estimated to be 35%, there was apical left ventricle thrombus measuring about 1.5 x 2.5 cm, the thrombus was organized and immobile and the left atrium was mildly dilated. Computed tomography (CT) assessment revealed complete seal and left ventricular ejection fraction of 35%. However, no evidence of thrombus on the atrial facing surface of the watchman flx device and thrombus in the left atrium. Subsequently, CT angiogram of the chest revealed no pericardial effusion was seen, nonenlarged mediastinal lymph nodes identified and no hilar mass or adenopathy was seen. No pulmonary embolus was identified, no thoracic aortic aneurysm was seen, atherosclerosis was identified, and no lung nodules identified. No infiltrate or congestion identified, posterior basilar patchy atelectasis seen bilaterally greater on the left, no pleural effusion identified, and no pneumothorax identified. Electrocardiography revealed atrial flutter with controlled ventricular response/variable block, possible old inferior infarct and old anteroseptal infarct were noted. The patient was admitted to hospital for observation and further care. At the time of event, the patient was on aspirin (81mg) and clopidogrel (75mg) and apixaban (10mg). In response to the event, toradol (30 mg) and ibuprofen (400 mg) were recommended to start. On (B)(6) 2022, the patient was discharged from hospital.